Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that an alert for remote monitoring disabled (rmd) was received for this implantable cardioverter defibrillator (ICD) and it was noted that the device reached explant three months ago. Further, initial analysis showed that the device depleted beyond end of life (eol) battery and was showing signs for premature depletion. Additional information received indicating that the device was explanted. No additional adverse patient effects were reported.